Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited t wave oversensing. The device was reprogrammed on (B)(6) 2022. The patient was stable throughout the procedure.